Manufacturer narrative:
The event of capsular contracture and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma.

Event description:
Healthcare professional reported "seroma¿, ¿capsular contracture, baker grade iii¿, ¿endometrial cancer¿, ¿sudden deafness¿, ¿harada disease - not device related¿, ¿eye pain¿. This record is for the right side. Device remains implanted.